Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The returned lens sample was inspected at 10x microscope magnification. The visual inspection revealed that the lens received was cut in two (2) pieces and the pieces were glued on each other with what appears to be viscoelastic. Both lens haptics were observed bent. Based on the investigation the returned lens did not meet acceptance criteria and a manufacturing related cause was not identified. The investigation results reasonably suggest that the condition of the lens was caused by the removal and replacement of the lens and operational was chosen for the results code. A review of the manufacturing records was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint reported. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that intraocular lens (iol) was fully inserted into patient's right eye, when capsule torn. It was noted that reported problem was related to use error. Furthermore, lens dislocated due to lack of posterior support, therefore lens needed to be in sulcus. Additionally, no incision enlargement occurred and no vitrectomy was performed. Lens was removed and replaced with a non-amo lens. No patient complications were reported. Patient was noted to have recovered with outcome that does not significantly interfere with the activities of daily life. No further information has been provided.